Event description:
The user facility reported that the listed device was in use with the patient for four days, when the inflation line was found detached from the tracheostomy tube. The device was replaced. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: smith medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.